Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #02 MFR report:3005168196-2023-00412. H3 other text: placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the left iliac, left common femoral, left femoral, and left popliteal veins, using an indigo system flash aspiration catheter (flash catheter), an indigo system lightning flash aspiration tubing (flash tubing), and a non-penumbra sheath. During the procedure, a leak was observed in the sheath. The leak caused excessive blood loss and subsequently, the patient developed hypotension and chest pain. The patient was treated by administering dopamine, neosynephrine, IV fluid, and one unit of packed red blood cells. The thrombectomy procedure was aborted at this point. Hypovolemic shock was related to the index procedure and possibly related to the indigo aspiration system. As of (B)(6) 2023, the event was considered resolved.

Event description:
The patient was undergoing a thrombectomy procedure in the left iliac, left common femoral, left femoral, and left popliteal veins, using an indigo system lightning aspiration tubing (lightning aspiration tubing), an indigo system aspiration catheter 12 (cat12), and a non-penumbra sheath. During the procedure, a leak was observed in the sheath. The leak caused excessive blood loss and subsequently, the patient developed hypotension and chest pain. The patient was treated by administering dopamine, neosynephrine, IV fluid, and one unit of packed red blood cells. The thrombectomy procedure was aborted at this point. Hypovolemic shock was related to the index procedure and possibly related to the indigo aspiration system. As of (B)(6) 2023, the event was considered resolved.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Manufacturer narrative:
Please note that the following sections were updated based on additional information provided by the penumbra clinical team on 11 sep 23: 1. Section d. Box 4. Lot #. 2. Section d. Box 4. Expiration date#. 3. Section d. Box 4. Unique identifier. 4. Section d. Box 10. Device manufacture date. Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra clinical team indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. Hemorrhage is included as a possible complication in the instructions for use (IFU) for the indigo system. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.